Manufacturer narrative:
We received one 120803f embolectomy catheter without the packaging for evaluation for examination. The balloon, balloon windings and spring tip appeared to have been pulled off the catheter tip. The balloon latex both proximal and distal windings and the spring tip were not returned. The catheter body is not damaged. As stated in the IFU, balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. The possibility of balloon rupture must be taken into account when considering the risks involved in any embolectomy procedure. To minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter. Per the IFU, the max pull force for this catheter is 0.7 lbs on a inflated balloon. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. No actions will be taken at this time. Attempts have been made of the hospital for additional information regarding the event and condition of the patient.

Event description:
It was reported that the balloon came off in the patient.